Event description:
Patient presented in the emergency department with abdominal pain 10 days post operative, was intubated, believed to be in septic shock, and returned to operating room. In operating room, pt was found to have a anastomotic leak following a sigmoid colon resection. Fecal material was found in the peritoneal cavity. Patient survived surgery and went to the ccu, where he died the next day. Cause of death was felt to be septic shock secondary to anastomotic leak following sigmoid colon resection.